Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from an electronic data collection that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, as part of a retrospective data collection activity conducted from an electronic medical record in united states, one (1) patient presented an increase in redness, extreme itching, pain and an apparent increase in wound size after treating this wound with an exu dry dressing. Avelox was administered upon wound assessment performed by the surgeon. Additional details such as occurrence dates, onset for the reported symptoms and patient specific information are not available. As this data collection has been done retrospectively, it is impossible to identify the individual health care professionals responsible for managing each wound treatment to revisit each adverse event. As such, no further information will be available.

Manufacturer narrative:
The product was not returned for evaluation. A documentation review was performed. A review of the batch records could not be completed, no identifiable sku or product identifier has been provided to conduct the review. Complaint history has revealed similar case, during the period reviewed. The risk management documentation for exudry has been reviewed, foreseeable harms against numerous potential failures, with a residual risk rating of ¿low¿ and ¿wound deterioration¿ is captured as foreseeable harms against numerous potential failures, with a residual risk rating of ¿med'. Which is in keeping with the risk file and deemed acceptable. There are no open nor closed escalation actions within the scope of this investigation, none are considered. Medical review concluded, the information provided is insufficient to determine whether the patient¿s symptoms, signs or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an adverse reaction to or experience with the device, one or more of its components, or its intended therapeutic action. Therefore, the clinical root cause and/or patient outcome beyond that which was documented in the retrospective data collections could not be confirmed nor concluded; since no further medical information will be provided, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. The probable cause remains unknown. Instruction for use review reveals, contributory factors, which include unnecessary material is removed from the wound which will make the wound appear larger after the first few dressing changes. The IFU provides guidance that if wound deterioration or adverse skin reactions are observed, clinical advice should be sought. No manufacturing, packaging, labelling, design, concerns nor adverse trend have been observed, therefore no corrective actions are deemed necessary.